Manufacturer narrative:
Additional information in d2, d4, g4, h4.

Manufacturer narrative:
Investigation results: modular head (750023711) is designed to impact a ball head on the polarstem taper. The claimed device was returned for investigation. The order documentation and material certificate were analyzed but no deviation was found which could explain the occurred fracture of the device. A complaint history review showed that an overall quantity of 7 complaints with similar failure mode was reported for this batch. The risk of a fracture of the device is covered in our corresponding risk file and rated as low. According to document "processing (cleaning, disinfection and sterilization) of instruments from smith & nephew orthopaedics ag" (lit. N°03389-en 1363 v3 11/19), all devices must be inspected and controlled for proper functioning after cleaning/disinfection. The modular head is subjected to repeated impact forces. Additionally, repeated steam sterilization processes could contribute to an embrittlement. It is however unknown for how many cycles this instrument has been used. A functional test simulating 5 years of use was performed. The reported failure mode could however not be reproduced. The root cause stays undetermined after investigation. Nonetheless, in combination with our continuous effort to improve our products, further investigations started to evaluate the root cause of this failure.

Manufacturer narrative:
Complaint reference: case-(B)(4).

Event description:
It was reported that during surgery, the tip of the impactor broke. The risk of remaining of device pieces in the body was checked and is unknown. No surgical delay was reported. There was an injury reported.